Manufacturer narrative:
The customer alleged the pump is under delivering causing high bgs on (B)(6) 2020. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace/history files using thus. The formatted history file list data from 5/31/2021 thru 9/14/2021. Unable to record carelink data or bolus deliveries for 11/30/2020 due to no available history data. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, end cap address label faded, and pillowing keypad overlay. The pump passed the functional testing. High bg and under delivery anomaly are not confirmed. Because he is in automode and sensor reading was low than what he really is. Customer actions prior to the event: he just got off work. Time frame of the event: nov 30 3pm. Inquired if customer received assistance with programming pump. Found: yes. Declined to futher ts bec pump seems to work right but sg reading was off customer's outcome pertaining to the complaint: advised to monitor pump and cgm ship: nothing / return: nothing inquired what led up to the complaint. Customer response: sg was reading 160mg/dl but when he checked bg its was 499mg/dl guardian sensor 3 sg vs bg t/s per dop114-980. System model number: 670g. Transmitter model: mmt-7811. Adv it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Adv sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Adv larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Adv the higher the bg value, the greater the potential for a difference between sg vs bg. Adv on a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose levels were 449 mg/dl, 499 mg/dl. The customer's current blood glucose value was 234 mg/dl. The customer treated high blood glucose with bolus using insulin pump. Based on customer's report customer did allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump was on auto mode. The insulin pump and reservoir will not be returned for analysis.